Event description:
It was reported that a pta balloon could not pass the stent that was placed just prior. Reportedly, the balloon was attached to the stent. Upon removal, frayed fibers were observed on the balloon. No patient injury.

Manufacturer narrative:
The lot number is unk. Therefore, a review of the device history records could not be performed. The complaint sample was returned for evaluation. The catheter shaft contained one kink at the base of the strain relief. The balloon was bunched towards the distal end. The distal cone along with the bunched area on the balloon contained unraveled/loose fibers as well as frayed fibers. The complaint is confirmed for unraveled and frayed fibers. It should be noted that the event description states that this balloon was attached to the stent. It is possible the balloon got caught on the stent's struts causing the fibers to unravel and fray. However, definitive root cause is unk. The IFU was reviewed and there is currently no applicable statement related to this event.